Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2009, a monarc sling was implanted in the plaintiff to treat her stress urinary incontinence and pelvic organ prolapse. It was alleged by the plaintiff's attorney that "as a result of having" the product implanted, the plaintiff "has experienced significant mental and physical pain and suffering, has sustained permanent bodily injury, will likely undergo corrective surgery" and other damages.